Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A photograph of the device was provided and confirmed the reported incident the device history record for the reported lot number, 20035683, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 29-apr-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). Device not returned, photos provided.

Event description:
Fill volume: unknown flow rate: 4ml/hr and 6ml/hr procedure: ankle/heel surgery on (B)(6) 2021 cathplace: unknown it was reported the device was completely empty and the select-a-flow (saf) was running on 4 ml /hr for about 36-hours and on 6 ml/hr for approximately 12-hours. "Pump was not completely empty, but appeared too empty given rate it was set and time since insertion." The pump was replaced on (B)(6) 2021 at about 5 pm. Patient denied any adverse effect from medication. There was no reported injury. Additional information on 28-apr-2021 stated the patient had a blood clot in his brain/stroke and had to go to the hospital. The patient's condition was unknown at this time. Information received indicated it is not thpought this incident is related to the recent procedure the patient has (patient had a stroke last year, has a history of events).

Manufacturer narrative:
The sample return was not possible and one photo of the incident were provided; however, without functional testing we can not confirm the fast flow failure in this case. No more information was provided; therefore, the complaint is unable to be evaluated. Root cause not established. All information reasonably known as of 28-may-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.